Manufacturer narrative:
(B)(4). Batch # p56a5c. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system. Upon disassembling, evidences of corrosion were noted on the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No functional testing could be performed due to the returned condition of the motor. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that when using the device with a gst60d gold cartridge, for a hepatic surgery, the surgeon has identified a malfunction of the device: the motor has been activated for a shorter period than usual. After a first attempt to open the device without success, the surgeon succeeded in opening it manually by removing the safety and noticed that neither the stapling nor the section were made. A second attempt to use the device with another cartridge was unsuccessful. No patient consequence.